Event description:
A 28mm amplatzer septal occluder (aso) was successfully implanted. The next day it was found to have migrated. The patient was sent to surgery to have the aso removed.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.